Event description:
The customer contacted baxter's technical service center to report an issue of the homechoice machine (hc) adding more cycles which occurred during dwell. The home patient (hp) stated that he normally did not have 86 cycles. The baxter technical representative (tsr) advised the hp to contact the peritoneal dialysis registered nurse (pd rn) to review the programming. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The reported issue was unconfirmed. The assignable cause for the reported issue was undetermined. A service and device history review revealed no previous service events that were related to the reported condition.

Manufacturer narrative:
(B)(4). The device was not returned to baxter, and therefore, sample evaluation will not be completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.